Event description:
During testing at the user facility, the fluid shield was found to be damaged and the fluid spillage was noted. The device was returned to the biomedical dept for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the fluid shield was found to be damaged and fluid spillage was noted. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.